Manufacturer narrative:
No medwatch form was received the reported field event was confirmed in the laboratory. Analysis found outer insulation abrasions and the ptfe cable exposed between 38.7cm and 39.7 from the connector pin. The abrasion damage found is characteristic of both external and inside-out abrasion.

Event description:
It was reported that the ICD delivered several shocks due to oversensing. Noise was noted on the electrograms. The lead was explanted.